Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the patient came in to clinic complaining of lightheadedness and noted lead trends showed a jump in impedance. Atrial lead impedance was in 500 ohms then went up on one occasion to 1,933 ohms. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).